Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing. Chest x-ray revealed that the lead had dislodged. The lead was repositioned in the atrium and was replaced on (B)(6) 2016. No additional information was available.